Event description:
It was reported that patient had received an alert for low, out of range, high voltage lead impedance. In-clinic, all measurements were within normal range. Patient was sick with the flu when the alert was received. Alert was cleared and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.